Manufacturer narrative:
Implant regio 25 fractured. Construction was a single crown placed on the implant. Bone loss caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant after almost 15 years in situ. This is the combined initial and final report.

Event description:
Implant fracture.